Event description:
It was reported that the insulin gauge was inaccurate. It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl with high ketones. Cause was not known. A correction bolus was delivered to address bg. System check was being performed by tandem technical support (tts), however customer declined to complete the check. Customer continued to use the existing cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.